Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(4) has been returned and investigated and a new issue was observed. The visual inspection observed a large black marking and cracks on the lcd (liquid crystal display) and meter casing to be cracked at the top of the casing. Meter was downloaded successfully, therefore, power was observed in the meter. No malfunction or product deficiency was identified.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(4) has been returned and investigated and a new issue was observed. The visual inspection observed a large black marking and cracks on the lcd (liquid crystal display) and meter casing to be cracked at the top of the casing. Meter was downloaded successfully, therefore, power was observed in the meter. No malfunction or product deficiency was identified. This serves as a correction report. Labeled for single use was incorrectly documented in follow-up report #2. The section has been updated.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.